Event description:
It was reported that the patient received inappropriate atp therapy. Review of egm revealed high frequency noise on both the near field and far field channel. Isometric testing and deep breathing were suggested to see if the noise can be reproduced. The device remains implanted.

Manufacturer narrative:
.